Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a door was stuck and maintenance was requested, which caused a discrepancy in medication removal. Customer troubleshooted with reboot and recover but issue still persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer recovered it, and no further investigation was required. The system functioned as intended after the customer resolved the issue.